Event description:
The surgeon had performed a left partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. The pt did well post-operatively. More than 14 months after the procedure, mako was informed that the pt had been experiencing tibial pain and was scheduled for a total knee revision on (B)(6) 2011.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed at mako surgical. A review of post-operative x-rays revealed that the cement mantle for the tibia baseplate was extremely thin, which could have led to implant loosening and subsequently, the reported tibial pain. In some areas of the x-ray, there is no cement visible between the tibial baseplate and the bone bed. A thick cement mantle exhibiting interdigitation into the bone is recommended in the surgical technique guide. No data for the activity level of the pt during the 14-month period following the original procedure was obtained. There is no evidence to suggest the rio system contributed to the event.